Event description:
Consumer reports their plink meter is running higher than how they felt. Questioned reading and tested with their other meter (competitive). Analysis run on clark error grid using competitive reading (41) as ref. Point vs. Bd reading 85 yielded data ponts in the d range of the grid, outside of acceptable limits.